Event description:
The user had an issue injecting a patients insulin using dropsafe pen needles. According to the complaint, when injecting less than 10 units of drug, they claimed dropsafe leaked after counting to 10 secs, and making sure they waited to count until after the button was fully depressed.